Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and the lead was damaged at implant.

Event description:
It was reported that during the implant procedure, the lead was attempted and would not fully retract on repositioning. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.